Event description:
Pt received a box of pen needles with the directions to use with norditropin instead of stating to use with nutropin as it should have. No evidence to show that this caused any interruption in therapy or problems. Dates of use: (B)(6) 2019 to present.